Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: e1: phone number: (B)(6). H6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that coil w/cercl-wire ø0.4 l8m sst do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the coil w/cercl-wire ø0.4 l8m sst would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR: part number: 291.044-15. Lot number: 11270p7. Manufacturing site: hägendorf. Release to warehouse date: 21-jun-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wire in the trauma kit has poor tensile strength and is snapping. An alternative product was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that coil w/cercl-wire ø0.4 l8m sst , the photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the coil w/cercl-wire ø0.4 l8m sst would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 291.044-15 lot number: 11270p7 manufacturing site: hägendorf release to warehouse date: 21-jun-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The wire arrived without its original packaging, and slight bents were observed in the trying sequence. However, there was no visible of wire breakage, as it remained secured with the original sealed tie. According to the surgical technique. Section tightening and fixation. Insert the cerclage wire through the lower opening of the cerclage twister, with the bar separating the two ends of the cerclage wire. The handle has to be positioned in the middle of the threaded section. Do not set the wire diameter of the cerclage twister. The tip of the cerclage twister should be close to the bone. Tighten the cerclage wire and wind it around the handle. Take care that the cerclage wire does not obstruct the sleeve. Apply pre-tension by pulling the handle back to the blue knob. Adjust the wire diameter on the corresponding scale of the cerclage twister by sliding the tip of the arrow towards the numbers. Turn the cerclage twister clockwise until the ratchet clicks 2 to 3 times or the desired tension is achieved. Warning: be careful to apply less tension in osteoporotic bone. Using the front cutter, cut the cerclage wire near the handle and pull out the cerclage twister. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was unable to be performed due to mating device was not returned. The overall complaint was not confirmed as the observed condition of the coil w/cercl-wire ø0.4 l8m sst would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 291.044-15. Lot number: 11270p7. Manufacturing site: hägendorf. Release to warehouse date: 21-jun-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.